Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was defective and failed to attach. There was no harm caused to the patient and no intervention required. There was nothing unusual about the patient or the procedure that may have lead to this event. An endoscopy has been performed prior to the bravo procedure and the esophagus appeared to be normal. The vacuum source was medela and the vacuum pressures were set at 550mmhg before the procedure. No lubricant was used to facilitate capsule placement. The capsule will be returned to given. The physicians who performed this procedure have been performing bravo procedure for many years and they stated that it felt different and felt something has been changed in the manufacturing. They stated that they have been feeling some resistance recently in all bravo procedures when removing the delivery device.

Manufacturer narrative:
Device evaluation: one bravo ph capsule delivery device and one capsule were received for investigation. The capsule was not attached to the delivery device. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.